Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis diagnosed in 2010. It was not reported if the patient was hospitalized. It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was unknown. It was not reported if the event of bacterial peritonitis resolved. On an unreported date, the patient was transferred to hemodialysis. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. The product code is unknown and therefore the 510(k) entry field is left blank. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. If additional information becomes available, a follow up report will be submitted.